Event description:
It was reported that gridlines were seen on patient images, which required the patient to be re-exposed. It was determined that the gridline correction should be disabled on the system. Once this was disabled the system is working as intended.